Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The 24mm closure device was first attempted to be implanted but did not meet release criteria. The physician switched to a 27mm closure device and successfully implanted the device in the laa of the patient. Several hours post procedure the patient was experiencing leg pain and EKG changes. A transthoracic echocardiogram was performed that showed that the closure device had embolized out of the laa of the patient. The patient was taken to the interventional radiology lab where the closure device was percutaneously snared out of the descending aorta and removed from the patient. The patient is doing fine following this event and is expected to make a full recovery.